Event description:
Information received indicates the head of the bed is drifting down.

Manufacturer narrative:
The tech isolated the issue to the CPR valve. He replaced the CPR valve to repair the bed.